Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the 2 half-height cubie pockets from drawer 1.2 (main) of the medstationes failed. The customer managed to fix the issue by replacing the failed cubie pockets. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system es 2 half-height cubie pockets failed, a2 and c6 were the affected ones and both were saying they were invalid. The nurse has reported that they're trying to pull out some medication when the issue started, they managed to procure the required medication from a different station. There were no adverse events or injuries reported based on this event.